Manufacturer narrative:
Presumably the rupture is due to a significant stress in torsion and an insufficient thickness in bottom of flute. Following a breakage on a different batch produced the following year, the plan was corrected on (B)(4) 2013 to establish a minimum thickness of 0.4mm in flute bottom. A recall of this batch of drills has been launched.

Event description:
(B)(4). "The auger broke during an intervention. It will be the subject of a declaration of materiovigilance."